Event description:
Pump alarmed and displayed the following message: restart. When restarted pump, it alarmed again and displayed the same message. Device restarted again and displayed the following message: if alarm persists, service pump.